Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45, lead, implanted: (B)(6) 2002. (B)(4).

Manufacturer narrative:
Evaluation summary: analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device replacement procedure, the old device was set to vvi 65 pacing, with both leads in bipolar configuration. The device was removed from the pocket and vvi 65 pacing continued without issue. The atrial lead was disconnected from the old device and placed into the replacement device. On the 12-lead surface EKG (electrocardiogram) vvi 65 pacing continued, with filtered atrial pacing noted at 80 bpm via pacer spikes on the surface EKG. At this point, the wrench was not in either device. The old device was then placed on top of the replacement device and loss of pacing was noted. It was unclear if this was loss of capture or inhibition, but the vvi spikes at 65 bpm disappeared and the atrial 80 bpm pacer spikes persisted. The replacement device was moved away so that it was no longer on top of the old device and pacing resumed. The physician wondered if this was an issue of crosstalk when two devices touched, despite all leads programmed bipolar. The rv (right ventricular) lead was tested, bent, and manipulated, with no sensing/pacing/impedances issues noted. Ultimately the old device was explanted and replaced. No patient complications have been reported as a result of this event.